Event description:
It was reported that a pump malfunction occurred, although customer was unsure about specific nature or exact time of event and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump independently and resumed insulin delivery, and technical support arranged pump replacement for reported malfunction. Customer reverted to an alternative method of insulin therapy.